Manufacturer narrative:
Medical devices continued. Product ID 5076-52 lead (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated that the right ventricular (rv) lead impedance had triggered a warning for an impedance increase on the day of implant. The rv lead remains in use. No patient complications have been reported as a result of this event.